Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ gram stain kit that a component was missing a product label. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd bbl¿ gram stain kit that a component was missing a product label. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary this memo is to summarize findings on your complaint related to kit gram stain stabilized, catalog number 212539, batch# 4100083, and complaint #(B)(4)for missing label and leakage. Components are mixed and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. The packaging documentation was reviewed for this batch. There were no anomalies noted during the packaging event. All torque and label checks completed throughout the packaging run were satisfactory. The complaint trends were reviewed for a period covering 12 months. During that time there have been no other confirmed complaints for these issues. No return and no photos were received. The complaint does not specify which label was missing and from where the leaking was coming. Without this information no further investigation can be performed. Once the product leaves our facility, bd has no control over what occurs during shipping by third parties and/or receipt by the customer. This complaint cannot be confirmed. Bd will continue to trend on packaging issues.